Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user fell from a ladder and hit the back of his head. After that he could no longer hear with the device. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell from a ladder and hit the back of his head. After that he could no longer hear with the device. Re-implantation is considered.